Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly during normal walking the patient noticed a cracking noise followed by sudden pain in the hip area, she was not able to walk anymore. No accident has occurred. (Right)